Manufacturer narrative:
Analysis: visual inspection shows a small amount of blood-like material located between the two silicone seals which indicates blood passed through the first seal and out the relief hole on blood inlet side. No leakage was observed past the second silicone seal which indicates that this was not a blood to water failure. The product device history record was reviewed and found to be complete and correct, indicating that the valve met MFR's specifications when released for distribution. Conclusion: no pt event. An exact cause is unk for the product problem reported.

Event description:
Info received indicates a leak was detected from the unit during the case. The pin hole size leak was noticeable just above the device water outlet. The product was replaced during bypass with no pt complication reported.